Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted the visual inspection and functional testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pedicscr matrix 5.5 polyaxial ø6 preassm screw implant. The complete functional test cannot be performed with the returned devices. The returned mating device retaining sleeve instrument was observed to be broken at the tip. Therefore, alleged functional issue can be attributed to the mating instrument as no damages were observed on the screw implant. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the screw implant was returned without detectable damage. The alleged complaint condition could be occurred due to the broken mating retaining sleeve instrument. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: based on the date of manufacture, current and manufactured revision of drawing was reviewed. Device history lot sterile article: part: 04.632.650s lot: 8887292 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: mar. 17, 2014 expiry date: mar. 01, 2024 since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number:04.632.650 synthes lot number: 7482066 supplier lot number: n/a release to warehouse date: sep 13, 2013 expiration date: n/a manufactured by synthes brandywine no ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: additional product code : mnh mni kwq kwp. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a posterior spinal fusion at s1 left treating spondylolisthesis. During the surgery, the screw was not able to be tightened. The surgeon retried to connect the screw and the screwdriver out of the lesion, which was failed. A chipped fragment found after postoperative sterilization. The procedure was completed with less than 30 minutes delay. The patient condition was stable. This complaint involves three (3) devices. This report is for (1) 6.0mm ti matrix polyaxial screw 50mm thread length. This report is 1 of 3 (B)(4).